Event description:
Customer reported her sensor readings have been erratic, causing his insulin pump to go into false threshold suspend modes. The sensor will say she is low when she is not. When customer removed the sensor, the cannula was bent. Customer's blood glucose was 185 mg/dl. Customer already changed out the faulty sensor. He was advised of proper sensor insertion and calibration methods. Customer was advised to monitor the issue and call back if needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.